Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis. (B)(4).

Event description:
During a rotator cuff repair using truepass needle, single pack, sterile bx 5, it was reported that the tip of the needle broke inside the patient. It is unknown if the broken piece of needle was removed. The patient¿s bone quality was average. There were no reports of patient injuries or complications.